Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement on (B)(6) 2018. During the procedure it was unable to loosen the setscrew from the device header. Several unsuccessful attempts with multiple wrenches were made. The physician cracked the header open to remove the lead. The lead pin was damaged in the process and the lead was capped and the device was explanted. A new system was implanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.